Event description:
Info was rec'd from the pt that the enclosure of the device appears to be damaged. The pt was using the device at the time of the reported incident. The pt did not report any harm. The device was evaluated and thermal damage was found on the bottom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.